Manufacturer narrative:
The lead remains in service at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and asystole of greater than two seconds. The rv automatic threshold was programmed off. The lead remains in service. No adverse patient effects were reported.